Event description:
It was reported the programmer had been giving an overheating warning after being on for twenty minutes for the past three years. Currently, while trying to upload new os (operating system) migration software, the programmer completely shut off and would not reboot. It was further noted that it would not complete the os migration or run get available reports. The programmer was returned for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria r evisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. The programmer powered down and did not complete the os (operating system) migration because the power supply was out of specification. (B)(4).